Event description:
Information was received from a healthcare professional (hcp) regarding the use of a catheter passer most reasonably used to implant an inspire product. During the implant procedure, while using the catheter passer, a bleed occurred at the neck incision. The physician made a vertical incision which extended from the midportion of the chest incision line superiorly, directly over the location of the soft tissue tunnel. Dissection was performed to ensure system integrity and locate the bleed. The lead wire could be seen passing directly through a vein that was coursing transversely across the neck. The vein was divided and ligated on both sides, completely controlling the bleeding. The issue resolved. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.